Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level 401mg/dl. Customer current blood glucose was 391mg/dl. The customer had symptoms like nausea, heart racing, moderate ketones, and headache. Customer treated with manual injection. Based on customer report customer alleged pump was for under delivery. Troubleshooting was performed. The insulin pump will not be returned for analysis.